Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft. The date of the initial procedure is unknown; however, per the user facility medwatch report (mw5110135) the device was most likely implanted in 2012. The patient presented the emergency room with acute abdominal pain. Computerized tomography scan identified a ruptured aneurysm with a non-specific type iii endoleak. Emergent reintervention was performed with the implant of a medtronic (non-endologix) graft. During the procedure, the patient went into pulseless electrical activity arrest requiring resuscitation. The patient was transferred to the intensive care unit, and intubated postoperatively, and was able to be extubated the same day. The patient required supplemental oxygen until one day post-reintervention. Patient was discharged home one day post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility remains unknown. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being discharged home one-day post-reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.